Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 5.0x40, 40cm mustang¿ balloon catheter was advanced to the lesion. The balloon was first inflated for 5 seconds however it was noted that the pressure did not increase over 4 to 5 atmospheres. The device was completely removed from the patient. When the balloon material was checked outside the patient, it was found that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak 4mm proximal to the proximal edge of the distal markerband was noted. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified cephalic vein. A 5.0x40, 40cm mustang balloon catheter was advanced to the lesion. The balloon was first inflated for 5 seconds however it was noted that the pressure did not increase over 4 to 5 atmospheres. The device was completely removed from the patient. When the balloon material was checked outside the patient, it was found that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.